Event description:
Customer reported secretions and slight fuzziness on patient's eye. Further follow-up was obtained. The secretions irrigated were present in the interface due to the normal meibomian gland secretions found on the patient's conjunctiva, which occasionally get trapped in the flap interface during the normal irrigation of the interface during lasik. The patient was treated with topical steroids as per routine during his first postoperative week. There was no sign of inflammation nor of infection. But since he complained of fuzziness despite 20/20 vision, and the secretions were noted on his 1 week post-op exam, a flap lift and rinse were performed on that day. His "fuzziness" entirely resolved and vision was 20/15 by the first day after the rinse.

Manufacturer narrative:
(B)(4) - (meibomian gland secretions). Evaluation conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation difficult. Customer is only reporting this event and did not request field service or clinical support.

Manufacturer narrative:
Additional narrative: original lasik surgery was on (B)(6) 2013. The flap lift and rinse was done on the 1-week post-op, which was on (B)(6) 2013.